Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause of the cloudy pd effluent was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the cloudy pd effluent with an unknown antibiotic (dose, frequency and route were not reported). At the time of this report, the patient was not recovered and the cloudy pd effluent was not resolved. On an unreported date, extraneal and physioneal therapies were switched from automated pd therapy to continuous ambulatory peritoneal dialysis temporarily and the patient was trained in aseptic technique. On the same day as the receipt of this report, physioneal and extraneal therapies were discontinued. No additional information is available.